Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was observed during review of the device data logs. However, the device was put through extensive including full functional testing and ECG testing without duplicating the report. Visual inspection found fretting on the defib receptable and multifunction cable. The defib connector and defib multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.